Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute integrity des was implanted in the lcx. On the same day, perioperative tiny myocardial infarction was reported. The patient was treated with medication. The investigator assessed the event as possibly related to the index device and anti-platelet medication. Safety assessed the event as possibly related the index device but not related to anti-platelet medication. The patient outcome is unknown.

Manufacturer narrative:
The index procedure was prompted by unstable angina. The patient recovered. If information is provided in the future, a supplemental report will be issued.